Manufacturer narrative:
(B)(4). A batch review cannot be performed since there was no lot number provided. The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Event description:
It was reported that an interlink extension set was leaking between the needle catheter and the extension. The customer retightened the junction and retaped the set several times. It is unknown if there was patient involvement; however there was no report of patient injury, medical intervention, or adverse event in association with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Evaluation summary: the sample was returned for evaluation. The sample was visually inspected and the device was subjected to functional testing; including a pressure test. The customer reported condition could not be confirmed and the root cause could not be identified.